Event description:
A malfunction was reported on the customer's pump, displaying malfunction code 12, but there were no notable events prior to the malfunction. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support assisted the customer in restarting the pump, which cleared the malfunction, allowing the customer to resume insulin usage. A replacement pump was sent, and the original pump was instructed to be returned to tandem. The customer was advised on necessary steps for using the new pump, including updating to the latest software, and the customer acknowledged these instructions.